Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump did not alarm when she had low blood glucose of 39 mg/dl. Customer treated low blood glucose with food and glucose tablets. Troubleshooting was done. The customer was advised to contact her health care provider regarding the low blood glucose and to monitor the insulin pump. No further information provided.